Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:03 was discovered during service. The root cause was determined to be a faulty air in line (ail) printed circuit board (pcb). The pumphead module (phm) was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue is being investigated through CAPA.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 810:03 failure code during infusion, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.